Event description:
While attempting to wire the left inferior pulmonary vein (lipv) the non- (B)(4) guidewire felt stiff when moving through the lumen. An attempt was made to remove the guidewire from the catheter, which was successful, but the guidewire was bent. The catheter and the guidewire were replaced and the procedure was completed. No patient complications were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).